Event description:
Affiliate reported that the valve was blocked.

Manufacturer narrative:
The investigation did not confirm the problem reported by the customer. No blockage or occlusion was noted into the returned valve. The serial number of the valve was found, the lot number was cghb0y and not cgcms3 as initially reported. The product code was found as initially reported as well. The valve was on position 30 mmh2o when returned. The valve was tested for flow. No occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. The valve was dried with slight air pressure and it was tested for pressure. The valve successfully passed the pressure test. The valve was examined under microscope at appropriate magnification and nothing abnormal that could be considered as a potential source of failure was noted. No evidence was noted that would explain the blockage reported by the customer. Review of the history device records confirmed the valve conformed to the specifications when released to stock in july 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.